Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been two other similar complaints reported in the lot number. Root cause: based on the information contained in the investigation, the root cause is most likely related to non-product factors. File indicated that the 23.0 diopter complaint lens was explanted and replaced with a 21.5 diopter lens. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 01/05/2011, 01/11/2011, and 01/19/2011 by phone, fax, and mail. Additional information was received by phone on 01/11/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged for the same model lens (different power). In a follow-up, the surgical coordinator explained that the lens was exchanged because the patient experienced blurred vision and diplopia. Approximately two weeks post-exchange, the patient was noted to be improving slowly. Additional information has been requested.